Event description:
The company representative reported that the insulin pump alarmed motor error during a bolus attempt. It was stated that the alarm occurred 8 months, 3 months ago, and this morning. The blood glucose reading was 200 mg/dl. There were no significant events leading to the alarm observed. The customer stated that they were able to complete the rewind process. The insulin pump will be returned and replaced.

Manufacturer narrative:
The unit passed the rewind test, basic occlusion test and displacement test. The unit was unable to prime at 2.5 lbs during prime/ compromised force sensor test due to faulty fsr (gold). The motor passed the motor test. The unit had minor scratches on the lcd window, cracked battery tube threads, belt clip slot, reservoir tube lip and the end cap sticker was missing.